Manufacturer narrative:
Exemption number: e2015015.

Event description:
(B)(4). The dentist reported that 4 months after the dental implant was installed in intraoral region #13 it was verified its non-osseointegration. Immediate load was not executed. Patient presented insufficient bone quality/quantity (bone type iii).